Event description:
Additional information was received from the manufacturing representative (rep) stating that the cause of the event was that the patient was moving the recharger. When the recharger is moved, the coupling will drop. The issue has been resolved at the time of this report.

Manufacturer narrative:
Refer to manufacturer's report 3004209178-2023-25654 for details pertaining to the reportable related event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37612 ((B)(6). ); product type: 0197-implantable neurostimulator; implant date (B)(6). 2016; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that manufacturer representative (rep) received a call from healthcare provider (hcp) office. Caller reports patient has 1 recharger for both implantable neurostimulator (ins). Caller reports physician performed this and happened at the doctor's office. Caller reports patient do not know when this started. The patient (pt) would get all 8 coupling bars, connects to the rc without any problems, as soon as the ins is charged up to 50%, the recharger shuts off. There are no error messages seen. Caller reports this happens to both rc. Caller reports patient is able to reconnect the recharger to the ins again, but if the ins is at 50% charge, the recharger shuts off. Caller reports patient would have to wait a couple of days, when the ins is less than 50% to continue charging. No symptom reported.  The rep called back to follow-up on this case while with the patient. The caller indicated that during a charging session the number of coupling bars decrease over time and when the ins reaches 50%. The recharge antenna was replaced recently. The patient typically holds the recharge antenna over the ins with their hand. The rep provided the following recharge data from the clinician programmer session: r side nov 29 ins battery level at 50% did not increment, duration of charging session 3 min excellent coupling dec 2 ins battery level at 50% did not increment, duration of charging session 2 min dec 2 ins battery level at 50% did not increment, duration of charging session 10 min dec 6 ins battery level at 50% did not increment, duration of charging session 1 min dec 6 ins battery level at 50% did not increment, duration of charging session 5 min l side nov 29 ins battery level charged from 25-50% duration of charging session 21 min nov 29 ins battery level at 50% did not increment, duration of charging session 1 min dec 2 ins battery level at 25% did not increment, duration of charging session 7 min dec 2 ins battery level charged from 25-50% duration of charging session 2 min dec 6 ins battery level at 25% did not increment, duration of charging session 4 min dec 6 ins battery level at 25% did not increment, duration of charging session 6 min the caller indicated that the patient has short charging sessions because the patient intentionally ends the charging session when the coupling decreases. The rep attempted to charge the left side ins and the recharger connected with coupling 8 bars. The coupling dropped and the rep adj usted the antenna and then the connection went back to 8 bars. The caller attempted to charge the ins on the left side and was able to maintain 8 coupling bars for several minutes during the call. Tss reviewed information about maintaining coupling. The caller will review information about how to try to maintain a connection during the charging session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) who reported the patient was having a difficult time maintaining coupling when charging (they could get 8 bars, but then coupling dropped). The patient had charged for 30 minutes with no increase on the left battery and it was now low. The patient couldn¿t use a wireless recharger because a pacemaker was implanted on the left side. The right implant worked fine, but the left was having the issue.